Event description:
It was reported that the needle pulled out of the hub on the bd¿ flu+ syringe. The following information was provided by the initial reporter: needle came apart from syringe.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 1706703. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, the cannula was observed totally detached from the syringe with residual adhesive observed on the cannula. It has been determined that this incident resulted from an incorrect dosage of epoxy (the adhesive used to join the hub and cannula components). This dosage error most likely resulted from an issue with the epoxy nozzle adjustment or replacement. During production, all needles are inspected for the presence of epoxy and any defects identified are rejected. In addition, the camera system used to inspect the needles is challenged every eight working hours at the beginning of every shift. A cannula pull out test is also completed routinely as part of the in process control plan during manufacturing. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that the needle pulled out of the hub on the bd¿ flu+ syringe. The following information was provided by the initial reporter: needle came apart from syringe.